Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the medical staff checked and found that cerebrospinal fluid was constantly flowing out of the puncture channel. After pulling the tube out a little, it was found that there was a broken hole on the wall of the lumbar drainage catheter about 35cm away, and cerebrospinal fluid was constantly flowing out of the hole. The device was checked to be intact before use, but a broken hole was found after use. The drainage device was replaced with a new set, and the patient's course was monitored closely.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.